Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please see below the answers sent by our distributor for your additional information: please clarify, the siliconized part (point) of the device (clamp) broke. Part of the silicon was detached, but did not fall completely. Did the tissue pad melt? (See pictures attached which shows the pad being loose, but not fallen off the clamp arm; and another photo of the groove) it was not part of the tissue pad but the silicon. Or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) No. If yes, did any piece fall into the patient? Na. Was the piece retrieved? Na. Is the pad piece being returned with the device? The device will be returned, however, we have not received it from the customer yet. Or, was the pad piece discarded? The piece was discarded. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No. The following information was requested, but unavailable: it is understood that the tissue pad was not damaged and did not fall off the device. What is the siliconized part of the device? Was the active blade tip damaged (cracked, scratched) and remained attached to the device? Did the active blade tip fall off of the device? Did the broken blade tip fall into the patient? Was the broken blade tip retrieved from the patient? Did this cause a change in the plan of care for the patient? Is the broken blade tip being returned with the device? Or, was the broken blade tip discarded?

Event description:
It was reported that during a laparoscopic myomectomy procedure, the siliconized part (point) of the device (clamp) broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.